Manufacturer narrative:
Additional information h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Date of event took place either on (B)(6) 2020.

Event description:
It was reported that a spectrum iq pump alarmed system error 101 (pic msg crc error), and shut down completely when nurse went to start the secondary infusion. There was no known patient injury, or medical intervention associated with this event. No additional information is available.